Manufacturer narrative:
The patient claimed that they stopped taking their "blood pressure medicine" based on readings from the device. This is direct conflict with two (2) of the first three (3) warnings on page 4 of the instructions for use: "please note that this is a home healthcare product only and it is not intended to serve as a substitute for the advice of a physician or medical professional." "Do not use this device for diagnosis or treatment of any health problem or disease. Measurement results are for reference only. Consult a healthcare professional for interpretation of pressure measurements. Contact your physician if you have or suspect any medical problem. Do not change your medications without the advice of your physician or healthcare professional."

Event description:
Homedics recevied MDR report # mw5114567 on 2/7/2023. In the report the individual who made the report and wanted to remain confidential claimed the following: "this machine gives me low readings and therefore, I have not taken my blood pressure medication in weeks, and I have been having headaches and pressure in my eyesight." The alleged this was with model #: wgnbpa-950. Note: the individual reported the manufactuer as "homedics group canada". This is not consistent as the model identified (wgnbpa-950) is sold exclusively to walgreens in the us under their private label.